Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an error code 1005 related to an open circuit condition detected during shock delivery. There were multiple shocks that did not convert the arrhythmia. There was also a gradual rise in shock lead impedances (sli) over the last year. A calcification process has been discussed as ongoing. The patient was apparently dealing with newly diagnosed cancer and treatments and was not a candidate for lead revision. A commanded shock impedance test from the past was used to complete a vector breakdown. The attending physician was advised of everything and instructed to just program the patient shock vector rv coil to can for the time being with no further testing. The rv lead and the crt-d remain in service at this time. No additional adverse patient effects were reported.